Manufacturer narrative:
G4 date was added as this was previously omitted in supplemental 1.

Manufacturer narrative:
H6: code 213 ¿ a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Testing indicated no deficiencies could be identified in performance or manufacturing.

Event description:
The fsa reported: on (B)(6) 2021, this patient underwent open aortic arch repair and treatment for a descending thoracic aortic dissection. A frozen elephant procedure was performed first for the descending thoracic aorta replacement. A gore® tag® conformable thoracic stent graft with active control system was advanced distally for antegrade deployment and fully deployed to its full diameter. All four handles were pulled out and deployed without issue however the device stayed connected to the delivery catheter inside the sleeve. The physician cut the delivery system out and the procedure was concluded. The patient tolerated the procedure with good results.